Event description:
It was reported "patient began having symptoms of 'giving out' of the left knee. X-rays were unremarkable. Joint was stable. An arthroscopy was performed in 2006 at which time a foreign body was noted in the joint. It appeared to be a piece of plastic from the insert. The patient's left knee was opened and the broken insert was replaced.